Event description:
The customer reported that the system displayed a t80233100002 error message which caused the systems operation to freeze up (lock-up). There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A filament calibration was performed. The system was then found to be operating as intended.